Manufacturer narrative:
Examination of the returned complaint sample confirmed the complaint condition. The device leaked at the filter vent. No other defects were identified. No lot number was provided. A scar was initiated with the filter supplier.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital reported an issue with the fluid delivery set during a site visit. The only information provided was "leaking around filter." The lot number was not provided. The manufacturer has contacted the complainant for more specific information. The device was returned to the manufacturer for analysis. There were no patient complications reported as a result of the alleged issue.